Event description:
Info was received that reported a pt was hospitalized in 2009 due to an incident of diabetic ketoacidosis. Per the reporter, the pt had a blood glucose of 354 mg/dl. She was brought to the hosp and admitted with a diagnosis of diabetic ketoacidosis. She was treated with insulin and IV fluids. The device will be returned for eval to ensure that it is functioning correctly and did not contribute to the reported incident.

Manufacturer narrative:
The device is currently being evaluated; the MFR will file a f/u report detailing the results of the eval once it is completed.